Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing that led to inappropriate mode switches. Boston scientific technical services (ts) reviewed electrograms (egms) from the system and provided trouble shooting recommendations. The noise appeared to be consistent with lead damage. This ra lead remains in service. No adverse patient effects were reported.